Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that one of the blue handles was missing from the side of the rack. The root cause of the missing handles is likely attributed to improper maintenance by user facility personnel. Additionally, it was discovered that the employee subject of the reported event was not wearing the proper ppe, specifically gloves, while handling the three level manifold rack. The three level manifold rack states, "rack and items are extremely hot when cycle is completed. Allow rack and items to cool to room temperature and always wear appropriate ppe before reaching into the chamber." New handles for the three level manifold rack were ordered and the rack is currently pending repairs. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee obtained a burn on their hand while trying to unload a three level manifold rack from their washer. The employee did not seek medical treatment and returned to work.

Manufacturer narrative:
To resolve the issue, the technician replaced the handles of the three level manifold rack. The unit was tested, confirmed to be operating according to specifications, and returned to service. The technician counseled user facility personnel on wearing proper ppe, specifically gloves, while using the rack. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.